Manufacturer narrative:
This follow-up MDR is created to document the correted date of event and product information received, and the conclusion of the investigation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Because identification numbers were not provided, quality was unable to trace device lot history of the device, complaint history, non-conformances, and capas for this lot number. However, all devices sold and labeled by this corporation must pass manufacturing, quality, and sterility procedures prior to release.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the doctor sutured through the pump tubing. The physician was able to cut out the area where he sutured and connect with connectors.